Event description:
It was reported the pt last received effective stimulation more than six months ago. At that time a recharge battery message was displayed. Since then, his ipg has been turned off without charging. He is unable to charge or communicate with his ipg at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.